Event description:
A malfunction alarm was reported, displaying malfunction code 0 and fault ID 0-0x217c. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which was acknowledged and understood by the customer.